Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of over 500 mg/dl. Reportedly, the customer had been consuming more food frequently. Additionally, the customer believed that the basal rate and carb ratio settings needed adjustment. To address the bg level, a correction bolus was delivered. Tandem technical support assisted the customer with making the desired changes to the settings.